Manufacturer narrative:
The device was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 15 mmol/l (270 mg/dl) and that the cannula was out of the skin. Hyperglycemia treated by patient activating new pod. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly did not find any issues that would result in high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site. An alarm was generated, indicating an empty reservoir. The reservoir was confirmed to be empty upon inspection. Correction to d(4): lot number changed from l43710 to l43715. Expiration date changed from 09/01/2019 to 09/04/2019. Sequence number changed from (B)(4) to (B)(4). Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from 03/01/2018 to 03/04/2018.